Event description:
It was reported that, patient tipped over his dog and caused peri prosthetic fracture.

Manufacturer narrative:
Device not returned. Device was kept by the patient. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.